Event description:
A customer contacted beckman coulter, inc. (Bec) to report the initial and rerun samples on the unicel dxh 800 coulter cellular analysis system generated low mean cell volume (mcv) results, when compared to results from an alternate instrument for one (1) specific patient. No instrument flags were generated by the dxh 800 instrument. The dxh 800 coulter cellular analysis system also generated lower platelet (plt) results when compared to results from alternate instrument. Results generated by the dxh 800 coulter cellular analysis system were not reported out of the lab. No death, injury, or change to patient treatment was reported in connection with this event. A similar event affecting the same patient was reported by the customer on (B)(6) 2011 and was reported in MDR # 1061932-2011-02055.

Manufacturer narrative:
Specimen storage and collection information were not provided. Controls were run before and after the event. Controls were performing within quality control (qc) specifications. Raw data files were provided by the customer. Analysis of the data has not been completed. Service was not dispatched for this event. The customer suspects the issue is patient sample related. Per labeling, beckman coulter recommends avoiding the use of one type of message or output to summarize results or patient conditions. There may be situations where the presence of a rare event may fail to trigger a suspect message. Limitations for mcv include: very high wbc count, high concentration of very large platelets, auto-agglutination.